Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with bearings and corrosion in the motor and potted trigger assembly. Those parts were replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the driver was reading as overheating on the console during a routine maintenance visit and in a non-sterile environment. There was no patient involvement. This did not occur during a procedure. There was no adverse consequences reported as a result of this event.